Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine infection ("uterus infection") in a 31-year-old female patient who had essure (batch no. 096072-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included bladder infection. Previously administered products included for an unreported indication: tylenol, doxycycline and ibuprofen. Concurrent conditions included endometriosis. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2014 for dysmenorrhea, ibuprofen since 2014 for dysmenorrhea, migraine and headache as well as doxycycline from (B)(6) 2017 and paracetamol (tylenol) since 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)."), cystitis ("bladder infection"), uterine infection (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"). In 2015, the patient experienced alopecia ("hair loss"), headache ("migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy") and vulvovaginal pain ("pain/ vaginal pain"). The patient was treated with surgery (hysterectomy (partial) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vulvovaginal pain had resolved, the dysmenorrhoea and abdominal pain lower was resolving and the abdominal pain, dyspareunia, rash, vaginal haemorrhage, allergy to metals, alopecia, cystitis, uterine infection, female sexual dysfunction, headache and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, pelvic pain, rash, uterine infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 22-feb-2019: plaintiff fact sheet was received. Concomitant drug was added. Events onset date was updated. Outcome of the event "dysmenorrhea (cramping)" was updated to recovering / resolving from unknown. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine infection ("uterus infection") in a 31-year-old female patient who had essure (batch no. 096072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included endometriosis and bladder infection. Previously administered products included for an unreported indication: tylenol, doxycycline and ibuprofen. Concomitant products included ibuprofen since 2014 and panadiene co (tylenol #3) since 2014. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)."), cystitis ("bladder infection") and uterine infection (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2015, the patient experienced alopecia ("hair loss"), headache ("migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy") and vulvovaginal pain ("pain"). The patient was treated with surgery (hysterectomy (partial) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vulvovaginal pain had resolved, the dysmenorrhoea, abdominal pain, dyspareunia, rash, vaginal haemorrhage, allergy to metals, alopecia, cystitis, uterine infection, female sexual dysfunction, headache and migraine outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, pelvic pain, rash, uterine infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as pain, infection (bladder/ urinary tract/vaginal) type: bladder infection, apareunia (inability to have sexual intercourse), migraines / headaches, on (B)(6) 2018: new reporter was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine infection ("uterus infection") in a 31-year-old female patient who had essure (batch no. 096072-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included endometriosis and bladder infection. Previously administered products included for an unreported indication: tylenol, doxycycline and ibuprofen. Concomitant products included ibuprofen since 2014 and panadeine co (tylenol #3) since 2014. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstrual cycle/dysmenorrhea (cramping)."), cystitis ("bladder infection") and uterine infection (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2015, the patient experienced alopecia ("hair loss"), headache ("migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy") and vulvovaginal pain ("pain"). The patient was treated with surgery (hysterectomy (partial) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and vulvovaginal pain had resolved, the dysmenorrhoea, abdominal pain, dyspareunia, rash, vaginal haemorrhage, allergy to metals, alopecia, cystitis, uterine infection, female sexual dysfunction, headache and migraine outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, pelvic pain, rash, uterine infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Update of information (fu ptc declined by qa (no valid batch, no new ptc information)). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 096072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included endometriosis and bladder infection. Previously administered products included for an unreported indication: tylenol, doxycycline and ibuprofen. In october 2014, the patient had essure inserted. In november 2014, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), abdominal pain lower ("excessive cramping"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy (partial) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, abdominal pain lower, rash, vaginal haemorrhage, allergy to metals, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received: reporter, patient demographic, essure lot number 096072 and events (bladder or urinary problems or changes, hair loss, and essure confirmation test not conducted) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), abdominal pain lower ("excessive cramping"), rash ("skin rashes"), vaginal haemorrhage ("heavy vaginal bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent hysterectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, abdominal pain lower, rash, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, rash and vaginal haemorrhage to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.